Event description:
The customer states that they experienced a "black halo", then a total loss of image during a procedure. The procedure was completed with different device. There was no allegation of harm.